Event description:
It was reported that patient had been "complaining on and off" for a month prior to the report that her vagina hurt in certain positions. It was noted that the patient had urinary tract infections "all the time" and was taking medication for one at the time of the report. It was further reported that the pain is "kind of closer to the patient's rectum." It was also noted that the patient is wearing a diaper so they cannot tell if she is having accidents. The patient reportedly had her settings changed in (B)(6) 2012 and was adjusted down to 4 volts and then back up to 5 volts because the patient was having the same issue with "hurting in certain positions."

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).